Event description:
It was reported that during a hepatectomy procedure, the device did not staple on the pt side. There was bleeding of 2000cc. It is unk if the pt required a blood transfusion. Add'l suturing was performed to complete the case. Pt's current condition is stable.